Event description:
It was reported that the patient's merlin programmer exhibited an estimated battery longevity anomaly. The reported time until elective replacement indicator varied from in-house calculations. No intervention performed. The patient was asymptomatic and will be followed normally.